Event description:
The physician was attempting to advance a resolute rx drug eluting stent to a severely calcified, 95% occlusion in the lad with moderate tortuosity. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The mid stent segments were raised and deformed. Please note that this device endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure, (failure to deliver stent and stent deformation), patient's condition affected effectiveness of device (lesion morphology), severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). (B)(4)